Event description:
Customer was removing a positive vial from the instrument when the neck of the bottle snapped off. Customer was cut on the second finger of the right hand. Technician was wearing gloves but the glass cut through the golve. Bottle was confirmed positive for microbacteria on gram stain.